Manufacturer narrative:
(B)(4). Method: the subject 950n81j neonatal ventilator dual heated circuit kit (with accessories) was received at fisher & paykel healthcare (f&p) new zealand for investigation where it was visually inspected and gas leakage tested. Our investigation is thus based on our evaluation of the subject device and our knowledge of the product. Results: visual inspection of the subject device observed that the tubing had visible damage to the t-seal on the inspiratory chamber end connector. The returned dual limb was also gas leakage tested and failed, confirming the reported fault. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the 950n81j neonatal ventilator dual heated circuit kit. The user instructions which accompanies the 950n81j neonatal ventilator dual heated circuit kit cautions the user: do not crush, stretch, or milk the tubing. Check all connections are tight before use. Perform a pressure and leak test on the breathing system before connecting to a patient.

Event description:
During device evaluation of a 950n81j neonatal ventilator dual heated circuit kit (with accessories) at fisher & paykel healthcare (f&p) new zealand, it was found that inspiratory limb failed the gas leakage test due to a severe leak. There was no patient involvement as the issue was found whilst the device was not in use on a patient.